Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1509001) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the balloon popped during prep. A second mynxgrip vascular closure device was used and closure went fine with the second device. Additional information: at prep, the black marker on the inflation indicator was fully exposed. Vessel location: peripheral.